Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lliac artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor patient injuries were reported.